Event description:
Family member calling for pt reporting high readings on the paradigm link. Consumer indicated readings were taken in the emergency room and was unsure of the time elapsed. Analysis run on clark error grid using competitive meter reading (316) as ref. Point vs. Bd readings of 438 yielded data points in the c zone of the grid - outside acceptable limits.